Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was fell again and opened up her knee wound. Surgeon switched out the poly again and threw in some antibiotics beads to help fight off any infection. Doi: (B)(6) 2020, dor: (B)(6) 2020, left knee.